Event description:
It was reported that had an intermittent error with the early release of the x-ray switches, causing the patient to be re-exposed. It was determined that the x-ray switches needed to be replaced. Once this was done the unit is working as intended.